Manufacturer narrative:
Sample, qc, and calibration information were not provided. However, no sample issues were noted. Service was not dispatched since this is a reagent issue. Changing reagent lots has resolved the issue. This is a reagent issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneous positive rheumatoid factor results generated by the unicel dxc 800 synchron chemistry analyzer. The erroneous results were not reported out of the laboratory; hence patient treatment was not impacted. Initial patient samples readings were >20 iu/ml. Upon repeat using an different reagent lot, lower results (<20 iu/ml ) were obtained.